Event description:
Second revision surgery - (first revision was on (B)(6) 2013, (B)(6)). Postoperative, the pt's reverse shoulder prosthesis became dislocated. The surgeon's revision operative plan was to try a larger glenoid; they were too large for the pt's anatomy. The surgeon decided to do a hemi.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 21 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was retained by the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part number :508-32-101) had an oversized dimension, the parts were accepted with the justification "the outside diameter (od) of the glenoid head is .0001" to .0002" oversized. This is too small of a nonconformance to have a functional effect, as the glenoid head slides against the socket insert with soft tissue support. The worst case deviation is .016% over tolerance." A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause for the dislocation was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.